Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable and cooling fan were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the system was not able to boot up or perform fluoroscopic imaging. There is no report of injury or death associated with the event described in this complaint.